Manufacturer narrative:
.

Event description:
Complainant alleged that the device's pacer knob was unable to adjust pacer current. Complainant did not indicate that there was any pt involvement in the reporter malfunction.